Event description:
It was reported that shaft break occurred. During unpacking of a 2.00mm x 15mm maverick balloon catheter, the device was noted to be fractured. The procedure was completed with another of the same device. No patient complications were reported.